Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges constrained liner and dislocation with closed reduction.